Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The customer stated that she treated a high blood glucose reading of 400 mg/dl, and she may have gone low due to stacked insulin from previous boluses. The customer also reported a button error alarm. Troubleshooting was performed, and the customer did not press the buttons for more than three minutes. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. No frozen display was noted. Unable to conduct the displacement, prime, occlusion and no delivery alarm tests due to the button error alarm.